Manufacturer narrative:
Sections with additional information as of 07-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to school nurse administering treatment to customer due to symptoms and meter result. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the initial concern was resolved - able to establish contact with school receptionist who stated that school has been dismissed for the year and she is unsure if the school nurse would be in during the summer.

Event description:
Consumer reported complaint for low blood glucose test results. School nurse is calling on behalf of the customer. School nurse stated customer had obtained result of 31mg/dl pm fasting using the true metrix air meter; customer was having symptoms (did not disclose). The school nurse stated she had given something to the customer to raise their glucose. 15-20 minutes later customer had tested using the true metrix air meter and obtained result of 68 mg/dl pm non-fasting; a blood test had been performed using another device and the result had been 87 mg/dl pm non-fasting. The customer does not know their expected blood glucose test result range. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the medication room at the school; nurse was unsure where the customer stored the strips at home. The test strip lot manufacturer¿s expiration date is 10/30/2024 and open vial date is (B)(6) 2023. The meter memory was not reviewed for previous test result history. Call had been disconnected - manufacturer was unable to contact the school nurse until the following monday. School nurse stated the customer was doing well. Customer was to be sent control solution.